Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and replaced the rinse tubings, solenoid valves, and cuvettes; cleaned the rinse unit; and noted particles on the cuvettes' surface, which were consistent with inadequate customer maintenance. He performed successful ion-selective electrode checks, calibrations, and qcs. The investigation determined that a leakage/seal had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode results from two patient samples tested on the cobas 4000 c311 stand alone system. The reporter provided one patient sample with discrepant results: the initial result from the analyzer was 177 mmol/l. The repeat result from another analyzer was 142 mmol/l.